Manufacturer narrative:
Returned device was received in fair physical condition. During the evaluation of the device, it was discovered that the pressure switch was damaged and the tidal volume measured below specifications at 1240. Additionally, testing revealed that the pressure was within tolerance but did not alarm. The frequency control was adjusted to the correct tidal volume and the variable relief valve was replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical pneupac medic responder vent "failed low end verification volume, pressure switch is messed up". The reporter stated they "cant bring it lower than 30, even though it looks lower and then alarms at 15". No adverse effects were reported.